Manufacturer narrative:
Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Batch is unknown so a DHR could not be performed. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that when twisting off the ultrasafe x100l png teal nvs stein top in preparation to inject medication, the "mechanism" and needle pulled out. The following information was provided by the initial reporter: "she explained that when she twists the top off to prepare to inject the medication the entire "mechanism" pulls right out including the needle. She explained that the needle and mechanism is stuck to the top".

Manufacturer narrative:
Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k011369, PMA / 510(k)#: k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when twisting off the ultrasafe x100l png teal nvs stein top in preparation to inject medication, the "mechanism" and needle pulled out. The following information was provided by the initial reporter: "she explained that when she twists the top off to prepare to inject the medication the entire "mechanism" pulls right out including the needle. She explained that the needle and mechanism is stuck to the top".